Manufacturer narrative:
Explant date: ni additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's device was causing more damage than good. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was not charged. The patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's device was causing more damage than good. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient's device was causing more damage than good. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the explant has not taken place and is scheduled to take place.

Event description:
A report was received that the patient's device was causing more damage than good. The patient will undergo an explant procedure.